Manufacturer narrative:
Unit received with high sleep current measurement test. Problem isolated to electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump battery issues. It was reported that the low battery issue was recurring after the troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.